Manufacturer narrative:
Block b3: event date approximated based on the literature study start date (january 2015). Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: noriyuki kuniyoshi, "a comparison of diagnostic utility of new endoscopic scraper combined cell block method and conventional brush catheter for biliary tract cancer" department of gastroenterology and hepatology, (B)(6) japan, https://doi.org/10.1002/deo2.331 block h6: imdrf patient code e1021 captures the reportable event of a pancreatitis. Imdrf patient code e0506 captures the reportable event of post-procedural bleeding. Imdrf impact code f2202 captures the reportable event of endoscopic therapy imdrf impact code f12 captures the reportable event of serious injury/illness/impairment.

Event description:
Boston scientific became aware of events involving rx cytology brushes through the article "a comparison of diagnostic utility of new endoscopic scraper combined cell block method and conventional brush catheter for biliary tract cancer" by noriyuki kuniyoshi, et al. Per the article, between january 2015, and june 2022, a study of 173 patients suspected of biliary tract cancer underwent endoscopic retrograde cholangiopancreatography (ercp) for biliary brush cytology to obtain specimen collections. Two methods were used: conventional brush catheter and a non-boston scientific device. The success rate of procedures was at a 100% for the two methods. The following occurred with some study patients in the cytology brush group: post-ercp pancreatitis (pep) occurred in 11 patients. The pep was considered severe in 3 patients. One patient with post procedure bleeding was successfully treated with endoscopic therapy.